Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump. The caller was instructed to call back if the malfunction code recurs and understood the instructions provided.